Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Has gotten several high readings on the meter. When he got reading of 514 he took insulin based on that reading in his sliding scale. A while later (can¿t say how much longer) he started to feel like his blood sugar was dropping, got shaky, cold and very weak. Had to crawl to kitchen to drink a soda which helped his blood sugar go up. Controls not used. Requesting refund.